Manufacturer narrative:
The event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2020-04533. It was reported the patient experienced ineffective stimulation. Reprogramming attempts were unsuccessful. X-rays revealed two the of the patient¿s leads had migrated, although the patient does not recall any traumatic events that would have caused them to migrate. To address the issue, the physician explanted and replaced both leads, which resolved the issue.